Manufacturer narrative:
Philips service replaced x-ray pc and restored system configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system issue with black screen and x-ray pc shutdown on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.